Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa meter, compared to lab results, within 10 minutes: 18 mg/dl (meter), 184 mg/dl (lab), and 154 mg/dl (meter). No serious injury reported. Requested return of suspect device for evaluation and replacement was provided.